Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument cable broken was confirmed. The pitch cable is broken at the distal clevis hub. Cable segment that contains the crimp is still remained in the clevis. Clevis does not exhibit excessive damage. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci s surgical procedure, during set up, the surgical staff reported seeing a broken cable on grasping retractor instrument. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.